Event description:
The recipient reportedly experienced electrode extrusion. The surgeon saved the electrode and the recipient is now healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.